Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead had perforated the heart with significant pleural effusion noted. The rv lead also had inadequate capturing thresholds. The patient's route of administering medication was changed. The patient was stable post medical intervention. Further information was requested but not received.